Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 469 mg/dl at the time of call. The customer stated that they believed that the high blood glucose was due to correcting the low blood glucose of 60 mg/dl with juice. The customer also reported damage to drive support cap. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Time clock was monitored for 21 days and no inaccurate time noted. Device properly received correct blood glucose readings from one touch ultra-link blood glucose meter. Device was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No anomalies noted. The drive support disk was inspected and no anomalies noted. No cosmetic damage noted.